Manufacturer narrative:
(B)(4). Physio-control replaced the user interface pcb, sys controller pcb and therapy pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
Physio-control evaluated the device and observed that several buttons of the device were inoperative. Furthermore, the device was unable to charge and deliver defibrillation therapy. There was no pt use associated with the event.